Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an unknown procedure, when connecting the werewolf coblation wand to the console, it indicated an error due to product expiration, even though the expiration date is 27-jan-2025. It was tested on another console and the same error appeared. This event caused a surgical delay greater than 30 minutes; eventually the procedure was successfully completed with a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was returned for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The data extracted revealed that the wand was not activated previously. No error recorded. The data provided shows an incorrect year of manufacture with the expiration date of 4 apr 2022. A functional evaluation revealed, after bypassing the expired wand error the plasma and coagulation function as intended. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of historical escalations, manufacturing records, the manufacturing process, and complaint history found a manufacturing issue related to programming an incorrect date resulting in ¿wand has passed expiration date¿ errors. The complaint was confirmed and the root cause was associated with a manufacturing failure. A field action and a corrective action have been previously initiated to mitigate this issue.